Event description:
Medtronic received information that this bioprosthetic aortic heart valve was explanted 2.5 years after implant due to pannus ingrowth along the hinge points of the valve cusps on the left ventricular side. The device was replaced with a pericardial valve. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve appeared slightly distorted in an oval shape. Part of the sewing ring appeared to have been removed during explant. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A small tear through the free margin and lunula of the right cusp appeared to be due to contact with the bias cloth. All commissures were intact. Pannus remained attached to the sewing ring adjacent to the right cusp, extending to the tissue and base stitching, lining all cusps along the inflow margin of attachment, into all inferior coaptive areas and one to four millimeter (mm) onto all cusps, showing a reduced inflow orifice area. Remnants of pannus remained attached to the outflow rail adjacent to all cusps to the backs of all stent posts. An unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. Radiography showed a trace of mineralization in the non-coronary cusp. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis of the device confirmed the reported pannus. In addition, minimal calcification and a small tear were observed and appeared to be due to contact with the bias cloth. Reduced performance of the valve was attributed to host tissue overgrowth. This finding is generally considered a patient related condition. Analysis did not identify a root cause for the apparent bias cloth abrasion, which is a rare occurrence; possible causes for leaflet contact with the bias cloth include patient anatomy, and tilting or canting of the valve.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.